Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study it was reported that the patient died. In (B)(6) 2013, the patient presented due to asymptomatic ischemia and percutaneous coronary intervention (pci) was performed. The 75% stenosed, 3.0mm x 30mm, type c, de novo, eccentric, over 2 cm diffuse target lesion with a bend of under 45 degrees was located in the moderately tortuous and non calcified mid proper hepatic artery. Pre-dilation was performed and a 3.00x38mm promus element¿ plus drug-eluting stent was implanted at 12 atmospheres to treat the lesion. Post-dilatation was performed; timi 3 flow was noted after procedure and residual stenosis was visually confirmed as 0%. After a month, patient was discharged. In (B)(6) 2017, it was realized that the patient died. The cause of death is unknown. It is unknown if autopsy was performed.